Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument did not seal with the use of the e-100 generator. The robotics coordinator called an isi technical support engineer (tse) to report the issue. The customer heard audible signals (continuous tone) while the pedal was pressed. The customer also received fast audible tones (completed seal and successful seal tone). There was also tissue effect observed during the seal. The target vessel was less than 7mm in diameter. There was no calcification noted. The jaws did not come in contact with a clip, suture, stapler, or other metal objects when the reported issue was noted. A backup vse was used to complete the procedure robotically. Isi has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Intuitive surgical, inc (isi) has received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint that the vessel sealer extend was not sealing all the way with the e-100 generator.¿ the instrument was placed and driven on an in-house system. The instrument passed the self-test homing and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, energy delivery, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were found to be missing from the instrument's jaws. The instrument was fully functional. A review of the logs showed no errors. The grip force test results are as follows: straight 7.504, pitch 6.777, and yaw 7.071. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the vessel sealer extend instrument, which is a single-use product. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is being reported due to the following conclusion: during a da vinci assisted right hemicolectomy surgical procedure, the vessel sealer extended (vse) in use with an e-100 generator was not sealing properly. Another vse was used to complete the case and there was no report of patient injury related to this event. While there was no patient harm that occurred as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
On 021-apr-2022, the following additional information was obtained: the surgeon reported having no access to patient information. No clinical information has been provided. An isi advanced failure analyst (afa) engineer reviewed the vessel sealer logs and found no errors related to sealing. There were some vs jaw angle open events in the dsp logs that indicate vs jaws are too far open to allow cutting (aka smartcut) due to the likelihood of blade exposure. There are no vessel sealer-related issues in the logs. On 21-apr-2022, isi csr responded, 'the surgeon mentioned he does not have access to patient information.¿ no additional clinical information was provided.

Event description:
Refer to h10/h11 for follow-up information.